Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unable to pair with the transmitter. A replacement transmitter was also unable to pair. The device was successfully interrogated in-clinic via programmer. There were no interventions or patient symptoms reported.